Manufacturer narrative:
Investigation summary: it was reported that the plunger of the syringe disconnected and the plunger is loosely fixed to the syringe. To aid in the investigation, two samples with no packaging blisters and two photos were received for evaluation by our quality team. A visual inspection was performed on the samples received. Both syringes have the plunger rod partially screwed to the rubber stopper. There is a separation of 3/32" between the plunger rod and the rubber stopper. In the photos, one photo shows two syringes with the tip caps and solution. One of the syringes has the plunger rod-rubber stopper pulled all the way up. The other photo shows a syringe in three steps. One is a syringe in the packaging flow wrap. The second is a syringe with no packaging flow wrap with tip cap and solution. This step has the note, "plunger stopper assemble loose." In this syringe the plunger rod has been pulled up or unscrewed from the rubber stopper. The third syringe has no packaging flow wrap, but has the tip cap and solution. It has the note, "plunger stopper disconnected." This does not represent the manufacturing process. The plunger rod rubber stopper are all the way up, which is not the original position. They were pulled into this position. These defects can occur if the customer is not using the product as intended. This product is designed to push the plunger rod down while expelling the solution. A device history record review was completed for provided material number 306546, lot number 0175548. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer of stopper separation from plunger is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the stopper separated from the bd posiflush¿ normal saline syringe plunger. This occurred with 2 syringes during use. The following information was provided by the initial reporter: "the customer complained that the plunger of posiflush 10ml with syringe disconnected and the plunger being loosely fixed to the syringe." Via bd investigation: "both syringes have the plunger rod partially screwed to the rubber stopper. There is a separation of 3/32" between the plunger rod and the rubber stopper."